Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter in two segments were received for evaluation and one electronic photo was provided for review. Gross visual and microscopic visual evaluation was performed. The catheter hub was noted to be fractured. A complete break was noted on the distal end of the catheter and the distal catheter segment was returned. A portion of the catheter hub appeared to be missing and cracks were also noted throughout the catheter hub. The edges of the complete circumferential break on the distal end of the catheter segment were noted to be jagged. Therefore the investigation is confirmed for the reported fracture and identified material separation issue and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week post an ultrasound guided percutaneous abscess drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post an ultrasound guided percutaneous abscess drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.